Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed. The root cause was use error; per the complaint information a clamp was open on an unused line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Event description:
A customer contacted baxter's technical service center regarding use error causing a system error (se) 2240 (air in the set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) had 2 bags connected and the unused clamp line was open. The hp cycle the power and would complete therapy with manual supplies. The alarm cleared. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the home patient (hp) left a clamp opening causing the air to enter the setup. The rn stated the hp has had no injury or medical intervention since the incident. There was patient involvement.